Event description:
Procedure type: laparoscopic. According to the reporter: circular stapler didn't cut on firing, so part of stapler remained inside the pt. Laparoscopic procedure was converted into open procedure.

Manufacturer narrative:
(B)(4).